Manufacturer narrative:
E1: reporter facility name: (B)(6). B3: unknown; no information has been provided to date. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a "fail safe resource error". There was no patient involvement. No customer damage reported is this issue related to physical damage/abuse? (Y/n/u): no during patient use?: no cause anyone harm?: no what stage?: during testing delay of therapy?: no (B)(6).

Manufacturer narrative:
One device was returned for repair. Review of service history found no additional relevant service. Primary problem of fail-safe error was confirmed with start-up test. Replaced the main printed circuit board (pcb) and recalibrated pump, which resolved the fail-safe error. Start-up test was repeated, and motor occlusion testing was completed to confirm pump issues were resolved. No additional findings. Main pcb malfunction was determined as being the primary cause of complaint.